Event description:
The reporter contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently unresponsive for three weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was confirmed to be intact with no damage or peeling. The keypad buttons were found to be responding to presses. The keypad was removed and contamination was observed under the button contacts.